Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem pump user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 meters) or for more than 30 minutes (ipx7 rating).

Event description:
It was reported that the pump touch screen was cracked and became unresponsive after it was exposed to water. Customer¿s blood glucose level was 180-200 mg/dl. The customer reverted to an alternate method in insulin therapy.